Event description:
The patient reportedly did not have hearing sensation. The patient's device was explanted. The patient was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.